Manufacturer narrative:
Additional information: b2, g3, h1, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device was difficult to load and the suturing device does not close. The reported issues could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy (tlh), the device was difficult to load at the same time it was reported that the suturing device does not close. A second set of the device was used to close the incision however the needle broke and fell into the patient's cavity. An x-ray was performed to locate the needle and it was retrieved using a surgical scissors. The surgeon concluded the procedure by performing vaginal suture.

Manufacturer narrative:
D10 concomitant products: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#:n4h2055y), vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm (lot#:n4h2055y), 173016, 173016 endo stitch instrument (lot#:j4f3749ey) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.